Event description:
It was reported that a 6f angio-seal was deployed in the right femoral artery; hemostasis was achieved. The next day, the patient felt pain in the leg while being transferred to the nursing floor. The patient's leg was cold and white in color during examination. The patient was taken to surgery to remove the angio-seal. The patient has recovered and was reported in good condition.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.